Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to noise seen on the right ventricular (rv) lead and a suspected lead fracture. A new lead was attempted to be implanted but was not successful due to the patients vessel. The physician wanted to explant the old rv lead and implant a new lead at another hospital. No additional adverse patient effects were reported.